Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. (B)(4). Failure analysis (fa) received a vela front panel assembly. The front panel was installed into a functional vela unit and powered up in service mode for testing. Fa attempted to perform touch screen calibration and the touch screen was unresponsive to input. The reported problem was able to be duplicated. There was visible water ingress into the resistive touch screen. This is considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is not responding when touch. There is some spot on screen. Vela respirator sn.(B)(4) has fault touch screen error. No patient involvement per the "ventilation compliant form".

Manufacturer narrative:
(B)(4).